Event description:
The customer stated that she was connected during priming and accidently primed 65 units of insulin into her body. The customer's blood glucose reading was 162 mg/dl. The customer was advised to seek medical attention to prevent a possible hypoglycemic event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.